Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt experienced glare. The iol appeared to have scrapes all over it. The iol was removed and replaced. The sales rep reports that the surgeon felt it may not be due to the iol. The pt had a satisfactory outcome.